Event description:
It was reported that the device would not power on with ac power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly and determined that root cause for the reported failure was the electrically shorted fet transistors, designators q1, q2 and q6.